Event description:
It was reported that the patient presented to the emergency room (ER) with externalized leads. Consequently, the entire system, including this pacemaker, was explanted. No additional adverse patient effects were reported. The device is not expected to return.